Event description:
It was reported that patient presented after receiving multiple inappropriate shocks. Noise was observed on the rv channel. Both low and high voltage lead impedances had increased. The rv lead all measured normal. Device was explanted and replaced. Patient is fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the reported field event of high lead impedance measurements and noise was confirmed in the laboratory. The device was tested on the bench and high lead impedance measurements and noise were observed. The cause of the field event was an intermittent connection between components on the hybrid.